Event description:
It was reported that balloon rupture occurred. The 71% stenosed target lesion was located in the severely tortuous and severely calcified vessel. A 12-4/5.8/75 xxl vascular balloon was advanced for dilation. However, when pressurized at 8 atmospheres, the balloon ruptured on a stent strut. The device was removed and the procedure was completed with a different device. No patient complications were reported.